Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, during sensor wire deployment, upon removal of the plunger from the sensor pod, a piece of metal an inch and a half long was sticking out of the patient's arm. The patient's mother stated that it was not the sensor wire. No additional event or patient information is available. The complaint device was not returned for evaluation. A photograph was provided confirming the reported detached needle. It should be noted that the dexcom user's guide states that the sensor insertion site for pediatrics is the abdomen and upper buttocks. However, a root cause cannot be determined.